Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the lcd (liquid crystal display) is missing pixels. Analysis could not confirm the report of the lcd display being garbled.

Event description:
It was reported by staff that sometimes the display was garbled when turned on. This was seen once. Menu screen does have pixels missing vertically on the right side of the display. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.